Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the delta locking screwdriver broke one tooth off while tightening screw. No surgical delay no pieces of instrumentation as left in the patient.